Manufacturer narrative:
Patient city - (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 that the infusion set got leaked from tubing which results into the replacement of device. It has been used for 3 days. No further information available.